Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: product ID: 6947m62, implantable tachy lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there is t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the twos algorithm of the implantable cardioverter defibrillator (ICD) did not always properly discriminate. The sensing configuration was adjusted. The device and lead remain in use. No patient complications have been reported as a result of this event.